Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
It was reported that a left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the bhr cup, hemi head, modular sleeve and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the hemi head, modular sleeve and stem. Similar complaints have been identified for the bhr cup and this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities for the bhr cup, modular sleeve & stem that could have contributed to this issue. Non-conformance was identified for the sterilisation procedure paperwork for the bhr head. However, all supporting documents confirm that this was an acceptable product when released. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The medical documents were reviewed. It cannot be determined to what extent the patients comorbidities had on her pain and clinical status. Although it was reported the patient had elevated cobalt and chromium serum levels, neither the levels nor the lab reports were provided for review. The reported pain and elevated metal ion levels along with intraoperative findings noted significant pseudocapsule, slight retroversion of the acetabular component may be consistent with findings associated with metal debris and pseudotumor. It is unknown if the slight retroversion of the acetabular component led to accelerated wear and the metal debri. Without the supporting lab/pathology results, relevant imaging or explanted components, the root cause of the reported elevated metal ions, pain, pseudotumor and metal debris cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.